Event description:
Additional information was received; it was reported the patient was sent to surgery for the epidural hematoma.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) product type screening device product ID 977d260 serial# (B)(6) product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent dual trial for spinal cord stimulation, the trial was performed under local only, leads were placed at t7 and patient was tested on the table with 450pw/50hz and captured coverage at 11ma. Post op patient was in pain, was administer drugs to help with pain, as time went on the physician removed both leads. It was noted the patient experienced an epidural hematoma, which required surgery and resulted in hospitalization. The patient was transferred from an ambulatory surgery center to a hospital, and subsequently to a larger hospital, where an intensive care unit visit occurred. The patient was reported to be alive with injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: unknown); product type: 0215-screening device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.